Event description:
It was reported the device was in use with patient for infusion at a rate of 2 ml/hr for a total infusion volume of 92 ml. When the scheduled infusion ended (21 august), the medication reservoir still contained 7 ml of medication. No adverse effects to patient reported.